Manufacturer narrative:
The investigation did not identify a product problem. There was no indication for a performance issue of the reagent or instrument. The cause of the event could not be determined. The customer did not use sample tube rack adapters and had found bubbles present on the surface of the sample and free microparticles in the plasma. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys probnp ii stat immunoassay result for one patient sample from the cobas 8000 core analyzer. The initial result was 8.11 pg/ml and was reported outside of the laboratory. The repeat results were 1344 pg/ml and 1311 pg/ml. The reagent lot number was 413004 with an expiration date of 31-oct-2020.